Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
During preventive maintenance performed by a getinge field service engineer (fse), a loose fiber optic connection was identified in the cardiosave intra-aortic balloon pump (iabp). No patient involvement was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11 corrected field: d5 getinge field service engineer (fse) found the cardiosave intra-aortic balloon pump (iabp) had loose fiber optic connection and was causing the fiber optic to drop out. Fse replaced the fiber optic extension assembly (0012-00-1562). Functional tested without any further issues. All work was performed on the maintenance. Services completed. Safety, calibration, and functionality checks to factory specifications. No patient involvement and no indication of actual or potential harm or death.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g3, g6, h2, h6 (investigation conclusions). Getinge field service engineer (fse) found the cardiosave intra-aortic balloon pump (iabp) had loose fiber optic connection and was causing the fiber optic to drop out. Fse replaced the fiber optic extension assembly (0012-00-1562). Functional tested without any further issues. All work was performed on the maintenance. Services completed. Safety, calibration, and functionality checks to factory specifications. No patient involvement and no indication of actual or potential harm or death. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received part number: 0012-00-1562 with a reported unit failure of a loose fiber optic connection would cause the signal to drop out. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture serial number: (B)(6) and tested the part to factory specifications per the cardiosave service manual part number: 0070-00-0639 revision r. No failure confirmed after multiple fiber optic tests run. Retaining the part in the failure analysis and testing department per procedure number: 0002-07-d008 rev. Au.